Event description:
It was reported that the user experienced an issue with the delivery of an incorrect bolus amount. There was no reported adverse impact to the customer's blood glucose level.multiple attempts to follow up with the user were made, but there were no response to these efforts, and no additional information was received regarding the outcome of the event.